Event description:
It was reported that the insulin pump alarmed during the manual prime. The device was not bumped or dropped. Customer's blood glucose was 14 mmol/l. Nothing further was reported.

Manufacturer narrative:
The pump was unable to prime during prime/a33 test due to faulty fsr (gold). No a33 alarms noted. The device had scratched display window, broken belt clip slot near battery compartment, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.